Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: permanent his-bundle pacing: long-term lead performance and clinical outcomes. Heart rhythm. 2018; 15(5):696-702. Doi: 10.1016/j.hrthm.2017.12.022. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads and implantable pulse generators (ipgs). The pacing leads were either implanted in the right ventricle (rv) or the his-bundle. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports there were patient deaths. The article also reports leads exhibited loss of capture, rising and high pacing thresholds, contained a fracture, or experienced dislodgement. Lead revisions were performed and in two cases the lead was removed with the ipg. The author reports generator change-outs were performed due to high thresholds and premature battery depletion. The status of the individual leads and devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.